Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation provided as deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Health professional reported the device has been explanted.

Manufacturer narrative:
Clarification to h1: death was inadvertently reported in previous submission. This event is classified as a serious injury.

Event description:
Patient reported a left side deflation. Device remains implanted.